Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer received a no delivery alarm when priming the insulin pump. Customer has been having high blood glucose and she has treated with the pump. Customer's blood glucose is coming down. Caller stated that she wanted to fill a new reservoir and everything came out good. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer stated that the insulin did exit. Customer was advised to insert the reservoir into the pump and run a manual prime. Caller stated that the pump did not alarm no delivery. Caller was advised that the pump was working as designed.